Event description:
Information received from the field notes that two days post implant, high impedances and high thresholds were observed. Perforation was determined and the lead was repositioned. The patient returned to the hospital due to syncope and the lead was again repositioned. The next day, thresholds spiked to 7 v and it was determined that the lead perforated a second time. A passive fixation lead was implanted with excellent thresholds.